Event description:
A medrad representative reported the following information: a female in-patient with an unknown admitting diagnosis underwent a brain MRI study. She arrived to the department from a critical care unit on a ventilator accompanied by the unit nurse. The patient was placed on the mr scan table and was connected to the veris monitor to measure the following vital signs; ECG, pulse ox and blood pressure. The patient was also placed on an mr safe ventilator. The site reported that the ECG monitor was not providing a good reading during the study and the monitor did not alarm to indicate any potential problems. At the completion of the exam, the staff moved the patient out of the bore of the magnet. The patient's pulse could not be detected. The staff proceeded to call the arrest team. Cardiopulmonary resuscitation (CPR) was initiated. Attempts to resuscitate the patient were ultimately unsuccessful. There is an internal investigation at the site to determine if the MRI procedure was a necessity considering the patient's initial compromised status.

Manufacturer narrative:
The site placed the veris monitor in quarantine immediately following the reported incident and notified medrad service to conduct a system service checkout. A medrad service engineer performed the checkout on (B)(4) 2012 and the unit was found to be operating to specification. The ECG module and leads were also evaluated by medrad service and found to be working to specification. The medrad field service report from (B)(4) indicated that the monitor was in alarm standby mode which indicates that there were no audible alarms to audibly warn the user of impending changes in the vital signs. The alarm standby mode allows the user to set up and check the system prior to clinical use and while in standby mode, the monitor displays the following message in the top waveform slot in large red letters "alarm standby mode." In addition, medrad service indicated that the readings that were displayed on the monitor at the time were as follows; heart rate alarms read high and low readings of 150 and 40 respectively. The alarm volume for the heart rate was set at 2. The factory default setting for the heart rate alarm volume is 5. On monday, (B)(4) 2012, the veris monitor was put back into service. Additional applications training is scheduled to be conducted on july 24, 2012.